Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 309653 batch # 4247915 verbatim: rcc received a complaint via email. Email(s) attached. Bd 50ml syringe with center piece of hub broke off into stop cock product ref # 309653 device lot # 4247915.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the center piece of the hub broke off into a stopcock. To aid in the investigation, one sample in an opened packaging blister and one stopcock was received for evaluation by our quality team. A visual inspection was performed, and the luer tip is broken off the syringe. The luer tip is in the stopcock. No other defects or imperfections were observed. This defect could occur if excessive torque is applied when assembling the syringe to the stopcock. A device history record review was completed for provided material number 309653, lot 4247915. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.